Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered from surgery and resumed device use. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2019, the recipient reportedly underwent magnet replacement surgery. The magnet was discarded and will not return to the company for analysis.

Event description:
The recipient reportedly experienced a displaced magnet following an MRI. The recipient is presenting with pain. Magnet replacement surgery will be scheduled.